Event description:
It was reported that the network went down resulting in a loss of pt monitoring affecting up to 40 telemetry pts and up to 40 bedside pts for approx 2 hours. Backup monitoring was not available for all telemetry pts. There was no serious injury, death, or intervention reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.